Event description:
There are eight medical device reports associated with this report. This file is 5 of 8. Additional information has been received and stated that there was no patient contact.

Manufacturer narrative:
Correction information was provided in b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens trailing haptic folded wrong, feet came first, did not come out of shooter. Hence the lens was taken from the injector and put in another shooter and was implanted. Additional information has been received and stated that the incorrect position of the lens in the cartridge. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).